Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a left frontal intraparenchymal hemorrhage and subarachnoid hemorrhage. No further reported deficits or new neurological events have been reported. No additional information was provided.

Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. Bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.